Event description:
The customer contacted philips healthcare to report that the device showed an error message stating that the symptom failed. The device had a red x. There was no patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.